Manufacturer narrative:
H9 correction and removal number: 3011050570-10/24/2023-001-r this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective charged coupled device unit. The following causes could be prioritized for the failure ¿green image¿ : 1) unacceptable tension in the area of the charged coupled device unit assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer plastic cover to bumper sleeve" 2) unacceptable tension in the area of the charged coupled device unit assembly due to asymmetrical alignment of the spring to plastic cover before the bumper sleeve is joined 3) pre-existing damage to the charged coupled device unit assembly due to using a suboptimal adhesive device olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that after approximately 2 minutes of use, his olympus endoeye ii telescope began displaying a colored image with stripes present during a procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was provided by the initial reporter noting that the intended procedure was an unknown diagnostic one. The reporter confirmed that it was successfully completed with the subject device. Other inquiries were made; however, those answers were unknown.